Event description:
Getinge hemopro 2 device, specifically the burner, stopped working during an endoscopic left radial artery harvest. Had to open a second device to complete procedure. Getinge rep notified.